Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed pcbs were further evaluated in the failure analysis center.  The cause of the reported issue was determined to be due to a failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.  It was observed that when u2 was cooled, the frequency of successful device boots improved.

Event description:
The customer reported that their device was intermittently showing a solid white display, which can be an indication of a device lockup. &#1288;e device also had its service indicator illuminated and had logged an event code several times. &#1288;ere was no report of any patient use associated with the reported issue.